Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that the customer had a auto off alarm on the insulin pump. The customer's blood glucose level was 330 mg/dl. The customer was treated with a bolus on the insulin pump. The customer stated that she doesn't touch a button on the insulin pump for certain period of time and the insulin pump will alarm auto off. The customer was assisted in turning off the auto off alarm. The customer's daughter also explained that the patient was battling for high blood glucose and low blood glucose. The customer was help treating the low blood glucose around 30 mg/dl. The customer's daughter is offered to troubleshoot the high blood glucose and low blood glucose but declined.